Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected visually and functionally. Visual observation reveals no anomalies on the device. When tested for its functionality, the needle was loaded onto the applier and both implants were deployed successfully. The needle was loaded and works as intended and we cannot confirm the reported complaint. No additional information provided as to what the exact failure experience by the user was. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other loading or deployment issue complaints for this lot released to distribution. There were no anomalies in assembly of the device from device inspection and the lot review and therefore, a root cause for the user to have experienced this failure. Based on the overall complaint rate for this failure, at this point no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in germany that during knee surgery, it was observed that the second implant couldn¿t be deployed. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.